Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -06.00/+1.5/003 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved.